Manufacturer narrative:
(B)(6). The device was received and confirmed of no operation. Device was sent for further evaluation where it was additionally confirmed that the device did not function. Device had transmission, motor, bearings, washers, o-rings, and retainers replaced. After the evaluation the root cause for the reported issue could not be determined. (B)(4).

Event description:
During an unknown procedure it was reported that the motor of the device didn't start to rotate because of the trouble with the handle switch. It was confirmed that the handle switch didn't work while the device could be started to rotate with the footswitch. There was a reported one hundred fifty minute delay and no patient injuries.